Event description:
It was reported that the device had channel error. No specific information was provided, in most cases they will detach the channel(s), reattach and restore the infusions. If there are no further issues the device remains in service and is not reported to biomed. Only if it continues to cause issues does it get removed from services and reported to biomed. No devices will be returned for investigation this was a general issue discussed during conversation. The report was provided to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that the device had channel error. No specific information was provided, in most cases they will detach the channel(s), reattach and restore the infusions. If there are no further issues the device remains in service and is not reported to biomed. Only if it continues to cause issues does it get removed from services and reported to biomed. No devices will be returned for investigation this was a general issue discussed during conversation. The report was provided to bd representatives during their site visit. There was no information on patient involvement.